Event description:
Caller reported a malfunction on the pump, displaying malfunction code 9. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, which resolved the issue. The caller was instructed to call back if any further malfunction codes occurred, and they acknowledged and understood the instructions.